Event description:
It was reported the device was not calibrating. The device was recently repaired. It was reported there was no pt involvement for this event.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Manufacturer narrative:
Integra has completed their internal investigation. Evaluation of actual device, review of device history records, results: the reason for return was not confirmed, unit in perfect working condition and head calibration is in tolerance reached out to integra sales rep megan garcia to find out reason for complaint. No issues found after sterilization and all units passed inspection. Detailed instructions on dermatome calibration and maintenance communicated to integra sales rep. Device history record reviewed for s-143 manufactured 01/29/2010 show no abnormalities relate to reported incident found. This device passed all required inspection points with no associated mrr's, variances or rework this device was last serviced on 05/22/2015. Conclusion: in summary, the end users reason for return was verified the most likely reason is because the lubricant on the actuator rod dried. This issue will be monitored.